Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock in the secondary vector x1. The shock impedance measurement was at 124 ohms. Additionally, the patient had indicated that she received the inappropriate shock while at her hairdresser appointment and there was no apparent electromagnetic interference (emi) exposure. The patient was admitted and hospitalized for additional troubleshooting. Data was reviewed by boston scientific field clinical specialist and similar artifact on the real-time s-ECG was observed. The patient informed them that she was still in bed at the time of the event. Troubleshooting consisted of performing provocative maneuvers to reproduce noise and noise was observed in the secondary vector when manipulating the device area. An x-ray was performed and did not show evidence of lead damage. The physician reprogrammed the device to primary vector x1 and will continue monitoring the patient via remote monitoring. The physician also provided the patient with a magnet and educated the patient to place the magnet over the device in case of inappropriate shock. There were no additional adverse patient effects reported. The device and electrode remain in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock in the secondary vector x1. The shock impedance measurement was at 124 ohms. Additionally, the patient had indicated that she received the inappropriate shock while at her hairdresser appointment and there was no apparent electromagnetic interference (emi) exposure. The patient was admitted and hospitalized for additional troubleshooting. Data was reviewed by boston scientific field clinical specialist and similar artifact on the real-time s-ECG was observed. The patient informed them that she was still in bed at the time of the event. Troubleshooting consisted of performing provocative maneuvers to reproduce noise and noise was observed in the secondary vector when manipulating the device area. An x-ray was performed and did not show evidence of lead damage. The physician reprogrammed the device to primary vector x1 and will continue monitoring the patient via remote monitoring. The physician also provided the patient with a magnet and educated the patient to place the magnet over the device in case of inappropriate shock. No additional adverse patient effects were reported. The device and electrode remain in-service. Additional information: the patient returned to the hospital for follow-up, and noise with saturation was immediately observed once the device was programmed on secondary vector. Per technical services (ts), this confirms the lead is broken and needs to be replaced. There is no evidence of intervention to date (the doctor said they would organize it). Ts also confirmed the device can be reused if desired. New information received indicates that this device was explanted and returned for evaluation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock in the secondary vector x1. The shock impedance measurement was at 124 ohms. Additionally, the patient had indicated that she received the inappropriate shock while at her hairdresser appointment and there was no apparent electromagnetic interference (emi) exposure. The patient was admitted and hospitalized for additional troubleshooting. Data was reviewed by boston scientific field clinical specialist and similar artifact on the real-time s-ECG was observed. The patient informed them that she was still in bed at the time of the event. Troubleshooting consisted of performing provocative maneuvers to reproduce noise and noise was observed in the secondary vector when manipulating the device area. An x-ray was performed and did not show evidence of lead damage. The physician reprogrammed the device to primary vector x1 and will continue monitoring the patient via remote monitoring. The physician also provided the patient with a magnet and educated the patient to place the magnet over the device in case of inappropriate shock. There were no additional adverse patient effects reported. The device and electrode remain in-service.